Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: smof lipids briefly paused to administer medication from 1539-1614 and then restarted at ordered infusion rate, lipids then ran with no issues until 1635 when pump showed 'occluded-patient side'. After trouble shooting connections and pump, lipid tubing assessed and not allowing lipids to flow freely past filter when disconnected from pump and patient as if priming tubing. Lipid infusion discontinued.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that, " pump showed 'occluded-patient side'...lipid tubing assessed and not allowing lipids to flow freely past filter" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model # 10010453 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: smof lipids briefly paused to administer medication from 1539-1614 and then restarted at ordered infusion rate, lipids then ran with no issues until 1635 when pump showed 'occluded-patient side'. After trouble shooting connections and pump, lipid tubing assessed and not allowing lipids to flow freely past filter when disconnected from pump and patient as if priming tubing. Lipid infusion discontinued.